Manufacturer narrative:
This product was created in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.    If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This medwatch as reported in error, so this medwatch is being rejected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It states that the patient with abnormal gigantism will undergo revision because of fracture of s-rom noiles rotating hinge knee stem. Update nov 14, 2017 additional information received. Customer reported to (B)(6): change of tibial components of knee-tep on (B)(6) 2011. In (B)(6) 2017 a fracture of taper of tibial part of prosthesis was suspected after radiological examination. Revision with change of tibial components on (B)(6) 2017. Intraoperatively a fracture of taper at the connection of tibial plateau to tibial stem was seen. Update: 12/13/2017 medical records reviewed. In addition to what was previously reported, there was loosening of the tibial component of the noiles right-knee joint tep with screw breakage at the transition from sleeve to stem. The patient then had increased instability and falls. Radiographs are reported to show the tibial component disconnected. During this revision, the surgeon noted a discolored synovia in the manner of metallosis and an old hematoma. The medical notes reported that the patient was implanted with a noiles knee prosthesis on (B)(6) 2011 due to an infection of previous implant. Currently, it is not known if those were depuy components.